Event description:
Medtronic received information via literature regarding an 83-year-old male patient with severe aortic stenosis who underwent implant of a medtronic 34mm evolut r bioprosthetic valve (unique device identifier numbers not provided). Following valve placement underexpansion of the stent frame was noted due to infolding. A balloon dilation resulted in a mean gradient of 9 mmhg but did not resolve the infolding. Transthoracic echocardiography at discharge showed mild aortic regurgitation (ar). At 30-day follow-up, computed tomography (CT) scan showed highly calcified leaflets behind the valve frame and persistent frame infolding. At 3-year follow-up, the patient was asymptomatic and the echocardiographic control remained unchanged. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.